Event description:
Per the audiologist, the patient showed no auditory response when using the cochlear implant system. Results of an integrity test done in 2008, showed the receiver/stimulator was not functioning properly. Explantation/reimplantation is planned but had not been scheduled at the time of this report september 17, 2008.

Manufacturer narrative:
.